Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found that failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument exhibited wear on the edges of the proximal clevis and scratch marks/abrasions on the distal clevis. The instrument passed electrical continuity test. No thermal damage was observed. No damage on conductor wire insulation. The instrument was found to have indentations on the edge of the distal idler pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument cable was out of the pulley. The procedure was completing as planned with no reported injury.